Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying that it the time for device replacement. Battery is depleting faster than expected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Hybrid analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. If information is provided in the future, a supplemental report will be issued.